Event description:
It was reported to philips healthcare that the heartstart mrx displayed a "soft error". There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.